Event description:
A site representative reported that, while in a spine procedure, after checking navigated screw placement with fluoro shots (siemens arcadis orbic), the surgeon alleged an inaccuracy of approximately 1cm. All four screws were placed into the intervertebral disc space. No further details were provided. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Patient weight not made available from the site. 10/14/2014 a medtronic representative, following-up with the site, reported screws were revised under fluoroscopy. No patient pain or other symptoms reported. 10/16/2014 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. 10/24/2014 a medtronic representative, following-up at the site, reported talking with the site regarding use error. Recommendations made regarding proper protocol to always validate accuracy by anatomical landmarks. Site confirmed they agree, understand what needs to be done and will follow recommended technique in future procedures. 10/31/2014 medtronic representative confirms inaccuracy is no longer present. Tracker has been checked on both sides and the issue is not reproducible. Software investigation completed, findings are that the issue could not be replicated and the site suspects that the cause of inaccuracy was use error. Software functioning as designed.

Manufacturer narrative:
Additional information: patient weight provided. Correction: device manufacture date provided.